Event description:
On 9/25: customer reports female (unk age) under general anesthesia having a retrograde pyelogram with stent placement when the fluoro failed. Pt moved to another room for completion of procedure. No reported injury. Approx 40 minute procedure delay due to 20 minutes of troubleshooting and 20 minutes to move pt to another room.

Manufacturer narrative:
Field service engineer found the park arm was not detented over the image intensifier, but upon pressing the park arm switch, the ii positioned itself correctly with the x-ray tube. If the correct alignment isn't made, as a safety design, the system cannot fluoro. However, the fse couldn't get the alignment to fail. Fse tested for proper operation per hut service manual 4041004-m. Unit passed all service and performance tests and was returned to full service by the customer.